Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified: deformation, wear abrasion, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported "pain and inflammation for over 10years." Additionally, patient reported right side "seroma" and healthcare professional reported, "2 seromas drained & capsular contracture" baker grade unknown; seroma fluid was tested. This record is for the right side. Device has been explanted.

Event description:
Additionally, patient reported right side "seroma" and healthcare professional reported, "2 seromas drained & capsular contracture" baker grade unknown.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "pain and inflammation for over 10 years." This record is for the right side. Device has been explanted.